Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with low blood sugar. The patient's blood glucose levels had dropped to between 70 mg/dl and 80 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, vomiting and diarrhea. The patient consumed apple juice, fruit snacks and chocolate milk. Once at the hospital the patient was treated with intravenous fluids. The patient was prescribed an anti nausea medication. The patient was released from the hospital after 6-7 hours.